Event description:
On (B)(6) 2012, the pt presented to the hosp with a 10.5 cm ruptured aneurysm. Initially, the pt declined surgical intervention and went into pulseless electrical activity arrest. Compressions were given and rescue breaths were given via bag and valve surgical. The pt regained a pulse and returned to neurological baseline. The pt then underwent surgical intervention with no complications. The previously implanted devices were explanted.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices: pxt231216/030902101, pcc121200/022350607, and pxc121200/06282050.